Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the conductive rubber was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results. The customer stated that the meter was missing segments in the results field. The customer performed a display check and all segments were visible including the "888" and the results were clear. The customer did not trust the results due to the missing results the prior day.